Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer had purchased an inverter for a trip overseas for the charger for their chair. When they plugged the charger into the inverter and the inverter into the wall, it popped and smoked and quit working.